Event description:
I have been a user of dexcom g7 sensors which are integrated with my tandem x2 insulin pump. The complaint is about dexcom's sensor, the g7, often fail before their listed and stated duration of 10 days. As a dexcom user for many years, using the g6 sensors prior to me using the g7 sensors, I and my belief is many users have the problem of shipments of 9 sensors for a 90 day period (10 days x 9 shipped sensors = 90 days). The problem is, that I have experienced at least one of the 9 sensors and sometimes 2 of the sensors fail before the stated duration of 10 days. When calling for replacements to dexcom, their protocol used for replacement of the failed sensors is onerous, and I believe causes undue customer stress, and in some cases causes customers to pay for the replacement if their protocol for replacement is not followed. My understanding of their protocol is: 1. The company has indicated that I must keep the packaging for the installed sensor, because the serial number of the sensor is located on the box because the company requests the serial number of the failed sensor to enable shipment of a replacement. 2. The company has indicated to me when I called for sensor replacement that it will replace 3 g7 sensors without a serial number. However, when more than 3 sensors fail in the year, and it needs serial numbers as I had approximately 8 sensors fail during this year through (B)(6) 2025 from a total of 3 orders x 9 sensors for the 3 quarters. Not a good level of success of the sensors durability 8 of 27 (approximately 30%). 3. The turn around time for replacement sensors causes me and likely other patients to be without continuous glucose monitoring for an extended time. As an example, my 9 unit shipment has been expended and I have no units to replace a failed unit. I was shipped a replacement unit from dexcom and it failed 4 days after its use. My shipment from my dme supplier under (B)(6) insurance will not ship until november 1, leaving me potentially without cgm for days. The indications on the product publications should specifically state that the serial number is needed for sensor replacement. Not knowing the test results used by the company that was submitted for the g7's approval of its 10 day duration, based upon my use of the g7 sensors, I believe the sensors are not suitable for a 10 day duration listing. I believe that the FDA should request data from the company: 1. How many sensors were shipped during twelve trailing months 2. How many replacement sensors were shipped during that same period 3. If the replacement sensors shipped exceed 8% of the shipped sensors (3 no serial number required / 36 sensors in a 1 year period), then request the company change its publications to require it to advise all customers must save the box that has the serial number on it (but the serial number is not clearly indicated on the box). 4. Require that the company ship 10 sensors for each quarterly order of 9 sensors. 5. Replacement of failed sensors should be made available for users through pharmacy pickup to ensure availability of local cgm g7 sensor replacement. 6. Sensors should have the serial number imprinted on them so that a failure and requirement that dexcom have the serial number is easily enabled by users. The g7 box markings should clearly say: serial number xxxxxxx instead of the jargon on the box lid. Thank you, (B)(6). Patient code: 4582. Device code: 2917;2588. Reference report: mw5178372, mw5178373, mw5178374, mw5178375, mw5178376, mw5178377, mw5178379.